Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had their ins removed because the ins was poking out so much and was constantly irritating them. When patient sat in wooden chair it constantly rubbed across the ins site so the battery never really 'settled' in and stuck out significantly. The patient was having more pain from the battery site that from their shoulder that the device was put in to control. No further complications were reported.